Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was found in the backup vvi mode during follow up at the clinic. The patient was asymptomatic. The device was reprogrammed successfully.